Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc) during a stored atrial tachy response (atr) episode. No lv electrogram (egm) was available, however, lvs markers were observed following lvp. Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.